Event description:
The patient underwent a posterior repair in 2004. Post operatively; the physician noted that the mesh is exposed through the vaginal epithelium in the lower 1/3 of the vaginal along the incision line. The size of the exposed mesh is 1cm. Physician plans to excise the mesh and then close the vaginal mucosa.